Manufacturer narrative:
Type 2 diabetic on vgo30 for 1 day reported that she had a bg 480. The patient drove to the ER with hyperglycemia and after treatment for 5 hours with IV fluids and insulin the patient was released to her home. The patient stated that she took trulicity and feels this has helped keep her bg lower. The patient does not recall her hba1c level. The patient has not contacted the hcp. The device in this case is available for further technical investigation. Device has not yet been received. Root cause is most likely that the patient may require more insulin than the vgo30 and bolus dosing provides for further improvement of bg.

Event description:
Type 2 diabetic on vgo30 for 1 day reported that she had a bg 480. The patient drove to the ER with hyperglycemia and after treatment for 5 hours with IV fluids and insulin the patient was released to her home. The patient stated that she took trulicity and feels this has helped keep her bg lower. The patient does not recall her hba1c level. The patient has not contacted the hcp. The device in this case is available for further technical investigation. Device has not yet been received.

Manufacturer narrative:
V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided and the other UDI's are listed here: (B)(4).